Event description:
This unsolicited case from united states was received on 14-jul-2016 from a patient. This case concerns a female patient who received treatment with synvisc one and the same day the pain was excessive and after unknown latency fluid was removed and was unable to walk. No concurrent conditions, medical history, past drugs or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml (indication, batch/lot number and expiration date: not provided) in both knees. The same day, by that evening the pain was excessive, the patient had fluid removed (2x), had 2 cortisone shots and still was in pain. On an unknown date in (B)(6) 2016, after unknown latency, the patient was literally unable to walk for 2 weeks. The patient wanted to know if there was any recommendations for treatment and how long her problem would persist and would it help if physician got in touch. Corrective treatment: cortisone for pain was excessive, cortisone and fluid removed for fluid removed and not reported unable to walk. Outcome: not recovered/not resolved for pain was excessive and unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for pain was excessive and fluid removed additional information was received on 20-jul-2016. Global ptc number with results was added and the text was amended accordingly.

Event description:
This unsolicited device case from united states was received on 14-jul-2016 from a patient. This case concerns a female patient who received treatment with synvisc one and the same day the pain was excessive and after unknown latency fluid was removed and was unable to walk. No concurrent conditions, medical history, past drugs or concomitant medications were reported. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml (indication, batch/lot number and expiration date: not provided) in both knees. The same day, by that evening the pain was excessive, the patient had fluid removed (2x), had 2 cortisone shots and still was in pain. On an unknown date in (B)(6) 2016, after unknown latency, the patient was literally unable to walk for 2 weeks. The patient wanted to know if there was any recommendations for treatment and how long her problem would persist and would it help if physician got in touch. Corrective treatment: cortisone for pain was excessive, cortisone and fluid removed for fluid removed and not reported unable to walk outcome: not recovered/not resolved for pain was excessive and unknown for rest of the events. A pharmaceutical technical complaint was initiated and results were pending for the same. Seriousness criteria: required intervention for pain was excessive and fluid removed.

Event description:
This unsolicited case from united states was received on 14-jul-2016 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after 1 day of initiating treatment, pain was excessive/extreme pain/ still in significant pain, had knee swelling, knees were full of fluid, was unable to walk. It was reported that the patient was getting in shape by walking for 2 to 3 miles. The patient had some knee stiffness so she asked her internist to recommend an orthopedist and had 5 shots of synvisc two years ago and it helped. The patient had no relevant medical problems or allergies. Concomitant medications included levothyroxine sodium (synthroid), metoprolol tartrate (metoprolol), acetylsalicylic acid (aspirin), omeprazole and irbesartan. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, once, at a dose of 6 ml (batch/lot number and expiration date: not provided) in both knees for osteoarthritis. On (B)(6) 2016, 1 day after initiating treatment with synvisc one, the pain was extreme by the night, had swelling and was literally unable to walk for 2 weeks. The patient's knees were full of fluid. During the first week, the patient was totally incapacitated and had been to orthopedist 3 times. On (B)(6) 2016, after 6 days of initiating treatment with synvisc one, the patient fluid was aspirated (2x), had 2 cortisone shots and still was in pain. The patient was also given diclofenac sodium topical gel. The patient wanted to know if there was any recommendations for treatment and how long her problem would persist and would it help if physician got in touch. On (B)(6) 2016, the patient's fluid was sent for culture which shows sig white blood count, no bacteria. It was reported that it was over a month now and the patient was still in significant pain and was unable to walk any distance. Corrective treatment: cortisone and diclofenac sodium topical gel for pain was excessive/ extreme pain/ still in significant pain, unable to walk and knee swelling ;cortisone, diclofenac sodium topical gel and fluid removed for knees were full of fluid. Outcome: not recovered/not resolved for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(4) would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for unable to walk, pain was excessive/ extreme pain/ still in significant pain, knee swelling and knees were full of fluid. Additional information was received on 20-jul-2016. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 10-aug-2016 from a patient. The patient's demographics (age and height) were added. Pregnancy status was updated. Medical history and past drug received by the patient were added. Concomitant medications were added. Indication of suspect product was added. Event onset date for the event of unable to walk, pain was excessive/ extreme pain/ still in significant pain and knees were full of fluid was updated to (B)(6) 2016. Additional event of knee swelling was added with details. Event verbatim for the events of pain was excessive was updated to pain was excessive/ extreme pain/ still in significant pain and the event of fluid removed was updated to knees were full of fluid. Outcome for the events of unable to walk and knees were full of fluid was updated from unknown to not recovered. Seriousness criteria of required intervention and corrective treatment was added for event of unable to walk. Corrective treatment of diclofenac sodium topical gel was added for the events of pain was excessive and fluid removed. Lab test of culture was added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: (B)(4) follow-up company comment dated 10-aug-2016: this case concerns a (B)(6) female patient who received the treatment with synvisc one and later the patient was unable to walk and had treatment with cortisone and diclofenac sodium. The casual relationship between the product and the event has been assessed as possibly related. Also, the patient underlying condition of osteoarthritis could be the confounding factor for the event. However due to lack of information regarding concurrent conditions the complete medical assessment could not be made.